Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm 06 occurred, the pump was not exposed to extreme temperatures, but a temperature alarm occurred along with an occlusion alarm. Customer changed supplies to address the issue. Customer's blood glucose was 130 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.